Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient presented with left internuclear ophthalmoplegia and mesencephalic ischemic stroke was reported. The physician reported the patient¿s presentation as possibly related to both a medtronic device and the procedure. Treatment was not reported. Ten days following valve implant, the patient was discharged. No additional adverse patient effects were reported.